Event description:
The product was used during an unspecifed procedure. Reportedly, the staples prefired and would not fire at all. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.